Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on (B)(6) 2022 for transmitter with serial number (B)(6) however, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed, however there was no data within investigation window for serial number (B)(6). The allegation was undetermined. A probable cause could not be determined as the allegation was not found.. No injury or medical intervention was reported.